Event description:
Related manufacturer reference number: 2017865-2023-14342 it was reported a patient presented with complaints of palpitations. The implantable cardioverter defibrillator (ICD) presented with inappropriate shock due to incorrect interpretation of signal. The atrial lead was under-sensing due to micro-dislodgement, confirmed via fluoroscopy. P-wave amplitude variation and high capture thresholds were also noted on the atrial lead. The atrial lead was explanted and replaced in a procedure on (B)(6) 2023 and no changes were reported on the ICD. Post-procedure the patient was stable.

Manufacturer narrative:
Correction: d4, d6a, h4.